Event description:
A customer reported that fluid did not go through the infusion cannula during surgery. There was no harm to the pt. Add¿l info has been requested.

Manufacturer narrative:
The investigation is in progress. A root cause has not been identified. (B)(4).